Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dentist emailed, informing that her patient reported swollen lips and some blistering near the corners of her mouth on (B)(6) 2016. Replied the same day, advising the dentist to inform patient to discontinue use of the desensitizer permanently and to see her general practitioner if necessary.